Manufacturer narrative:
The autopulse platform (sn (B)(4)) associated with this complaint will not be returned for evaluation. Because, the customer cleared the user advisory (ua) 20 (position out of range) error message error using the instructions provided by a zoll representative. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 20 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position.

Event description:
During shift check, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 20 (position out of range) error message. No patient involvement.